Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The two devices were available for evaluation. Visual & functional evaluation found no notable condition related to reported condition. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: jaw gap. Visual inspection noted that the reloads each had a full staple complement. The jaws of both reloads were open. Functional testing found that when clamping, a noticeable gap could be seen. The most likely cause for the additional condition was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic sleeve gastrectomy (bedside stapling assist), while being applied to the stomach, the instrument did not fire. The surgeon was able to press the green safety button but was not able to squeeze the handle. The same handle, shell and adapter were used with the new reload to resolve the issue. No patient complications have been reported as a result of this event.